Manufacturer narrative:
Although the device was not returned to the manufacturer, the cause of the complaint was contributed to the press fit tip locking mechanism on the pulsavac plus. A design change has been implemented to address this issue.

Event description:
It was reported that the pulsavac plus tip fell off during surgery. At the time the tip became detached, it was unknown if the tip fell directly into the surgical site. All room staff was wearing all personal protective equipment (ppe) and no employee was seeking a health f/u. At the time the room was sprayed, the operating room lights directly above the surgical site were splashed with the irrigation fluid and presented a potential risk to the patient if the fluid were to drip back in to the patient. Surgeon could not confirm if there was any fluid that dripped back into the patient or not. Although this event could not be confirmed, if the event were to reoccur, it may be likely to cause or contribute to contamination of the sterile field.